Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted.

Manufacturer narrative:
Final analysis found that the inner insulation was damaged at 10.7 cm from the connector pin was found to be abraded under the suture sleeve tie down which could have contributed to the noise anomaly.